Manufacturer narrative:
The field service engineer (fse) found the movement of the sample probe was blocked. The fse repaired and re-adjusted the sample probe. The module was operating within specification. The investigation determined the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for bilirubin total gen. 3 (bilt3) on a cobas 8000 c 502 module. The initial result was 4.5 umol/l. The repeat was 326.5 umol/l. The result in question was not reported outside of the laboratory. The bilt3 reagent lot number was 461969. The expiration date was not provided.